Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for central regurgitation was unable to be confirmed due unavailability of medical records and/or relevant imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 1 month, 23 days post subclavian tavr procedure with a 23mm sapien 3 valve, the valve was reported to be failing due to severe aortic insufficiency. The eccentric jet of aortic regurgitation was noted to be directed against anterior leaflet of the mitral valve. The regurgitation originates from the coaptation line of artificial aortic valve leaflets. There is no significant calcification or leaflets prolapse. There is increased flow velocity and systolic gradient across the aortic prosthesis with normal dimensional index suggestive of significant aortic regurgitation. The patient underwent a valve in valve procedure with a non-edwards valve.